Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a polaris 5.5 implant was broken post-operatively. A revision surgery is not currently planned. The patient reported pain, but it is unknown if the pain is associated with the broken implant. Additional information has been requested but is not yet available.